Manufacturer narrative:
The customer declined further investigation and stated that an operator error occurred. A follow up report will be submitted with failure investigation results should the device be received for evaluation at a later date.

Event description:
It was reported that the device over infused. The hospital biomed conducted an investigation, determined that the cause was due to operator error, and declined any further manufacturer investigation. Event details were requested and there was no report received of patient harm occurring as a result of the event.